Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient saw their doctor the following monday to have their pump refilled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl , bupivacaine ,and dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that the patient missed a refill and went to the emergency room (ER) friday due to low reservoir alarm (lra) occurring. The company representative (rep) stated that he met the patient at the ER and was instructed to have the physician decrease the dose so the pump would not go empty. The pump dose was decreased 50% and then the patient went into withdrawal. The patient symptom was managed, and the patient was discharged today to go to the clinic and get the pump refilled.